Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any other similar incidents reported form this lot. All available information was investigated and the reported positioning failure resulting in worsening mitral regurgitation (mr) appears to be due to challenging patient morphology/pathology. A definitive cause for the reported difficult to open or close (gripper actuation) could not be determined in this incident. The definitive cause for tissue damage could not be determined. The reported adverse events of mitral valve tissue damage and worsening mr are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report gripper actuation, worsened mitral regurgitation, tissue damage, surgical intervention, prolonged hospitalization. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+ it was noted medial and lateral flail on the p1 and p3. The first xtr clip delivery system (cds 9063u166)) was advanced to the mitral valve, and the clip grasped the leaflets on the p1, reducing mr. To further reduce mr, the clip was re-positioned. However, grasping was difficult, and an additional mr was observed in the middle of the valve. The leaflets were flailed and the valve was falling apart due to anatomical challenges and not due to the clip, but this could not be confirmed. Then the clip could not be deployed due to the gripper arms would not come down. Trouble shooting was performed, but failed. The cds was removed with the clip attached, and a second xtr cds (90118u134) was advanced to the mitral valve. However, it was difficult to grasp the leaflets by this time. The cds was removed with the clip attached. The procedure was aborted. No clips were implanted, and mr worsened to slightly more than 4+ causing a clinically significant delay in the procedure. The patient remained hospitalized and the patient was successfully treated through surgery. The patient is stable. No additional information was provided.